Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings: the initial complaint about ink spots on the display screen could not be confirmed. There was a loose seal found on the display lens. The battery compartment was cracked from the top and was the location of a leak. The display screen was dim and discolored. There was evidence of moisture corrosion inside all of the internal pump components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were ink spots on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.